Event description:
A discordant advia centaur xp (B)(6) result was obtained on a patient sample. The result was reported to the doctor, who questioned the result. The patient sample was redrawn and run in triplicate and the corrected result was reported. There was no report of patient intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant (B)(6) result was due to the malfunction of the wash separation manifold and valves 53 and 54. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.